Event description:
Boston scientific received information that this right ventricular (rv) lead caused a red alert to be declared due to high pace impedances greater than 2,000 ohms. The patient's physician is aware of the situation and the rv lead remains implanted at this time. This lead was implanted with high impedances, and the physician noted the high pace impedances at implant and elected that this was appropriate for this lead. Additional information was received that this lead continued to exhibit a high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.